Event description:
A female pt underwent a cardiac catheterization and rotational arterectomy. During withdrawal of the rotablator, a 12mm distal portion of the stainless steel wire broke off and became lodged in the septal branch. Efforts to snare the wire were unsuccessful and a decision was made to leave the piece in place, as it was in a non-obstructive location and posed no significant risk to the patient.